Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2011, the pt underwent a supracervical hysterectomy, bilateral salpingo-oophorectomy, and transobturator tape placement using a bard flat mesh due to a diagnosis of uterovaginal prolapse. The attorney's report alleges permanent injury, nerve damage, pain and suffering, abdominal medical and surgical intervention, defective mesh.